Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-03311. It was reported that a pericardial effusion occurred. A watchman laa closure device & delivery system along with a watchman access system were selected. A partial recapture was performed, it was noted that one of the feet "splide/protruded" out. Pass criteria was met and the device was deployed. However, post deployment a transesophageal echocardiogram (tee) revealed a small trivial effusion. The patient was administered protamine and the effusion was very quickly resolved. No further patient complications were reported.